Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety - product/procedure: unable to observe since it is not related to the device. Rupture: not observed. As per the investigation procedure deformation particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and exchange due to the patient's concern with the product. The device has been explanted.

Event description:
Patient reported, right side rupture. And exchange, due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Patient reported right side rupture and exchange due to the patient's concern with the product. The device has been explanted.